Manufacturer narrative:
Field service engineer (fse) confirmed complaint, cycled generator console power and the unit resumed normal operation. Fse verify system performance through numerous power cycles and had no further problems. Fse completed system evaluation by completing the hut service checklist (B)(4) and returned the unit to customer for full service.

Event description:
(B)(6) 2013 customer states via phone that during a cystoscopy procedure on a male patient of unknown age, the fluoro failed. The physician was able to complete the procedure by using rad imaging. No reported injury.